Manufacturer narrative:
Bd was initially made aware of this complaint on 2019-05-28. At that time, MFR report# 1917413-2019-01588 was submitted to capture the event. However, the complaint was found to have been entered into the incorrect pharmaceutical systems business unit, and was cancelled and reopened in the correct preanalytical systems business unit. This report has been created to recapture the original MFR report# 1917413-2019-01588. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Evaluation/testing of the retain samples was also conducted and underfill was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions, and CAPA# (B)(4) was opened as a result. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled, collecting only "1.4 ml" of blood during use, which was less than the minimal requirement of "1.7 ml". CAPA# 260774 has been opened as a result of the event. The following information was provided by the initial reporter: the vacuum of the 2ml edta tube is not sucking the correct blood quantitate. In a test carried out in the laboratory together with consulting, we found that it aspirated 1.4 ml of blood, when it should have pulled at least 1.7 ml. I emphasize that this difference came in all tubes used. None came close to the mark indicated on the label.